Event description:
It was reported that the system cine drive was not working and there was a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.